Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the implant at tooth site #36 was removed due to an infection & bone loss. During a dental exam, they found swelling and infection around the site. They scheduled the patient to come back to perform a surgery to evaluate the problem. During this appointment they decided to remove the implant and perform bone graft. Symptoms as a result of the event: abscess, pain.

Manufacturer narrative:
This report is being submitted to report additional information. Further evaluation of this event has confirmed that this event has already been reported under (B)(4) and the associated medwatch 0001038806-2024-00798. All details and information regarding the event has been reported under 0001038806-2024-00798 and 0001038806-2024-00798-1. This report will serve as a retraction report for (B)(4), that will be voided. No further medwatch will be submitted under 0001038806-2024-00731. The following sections are being reported: h2: if follow-up, what type. H10: additional narratives/data h3 other text : summary investigation.

Event description:
No additional or corrected information to report.